Event description:
Removal of dental implant. The clinician reported the implant was removed because of pt bone quality.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The implant unit returned was within specification.